Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 20 ml and was not contained within the instrument. The instrument was idle after shutdown when the leak was observed. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The instrument operator was not wearing personal protective equipment at the time of the leak. There were no reports of biohazard exposure to the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from tubing through pinch valve pv37. The fse replaced all tubing at pv37 and cleaned the main diluter panel. The instrument was able to run without leaks. All repairs were verified per established procedures. (B)(4).